Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 15 apr 2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the carefusion coordination engine cce was disconnected and logs showed communication errors due to the target service not responding. A technical support specialist tss identified that drive d on server was completely full which caused the cce services to stop. Tss cleared space on the drive freeing 165.54 gb. Once the space was restored the cce services started running again and messages began crossing over and customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all machines were on critical override and patients' orders were not crossing to meditech, not receiving messages. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.